Manufacturer narrative:
The unit was received with severely cracked and bleeding lcd glass. The unit was unable to perform the displacement, rewind, seating, and basic occlusion tests due to the lcd physical damage. The unit was also received with cracked reservoir tube lip, scratched casing, and keypad overlay texture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump screen had white stripes that covered the whole screen. The patient's blood glucose at the time of incident is unknown. A new battery was inserted into the device but the display anomaly persisted. No special events led to the display anomaly. The customer was advised to discontinue use of the insulin pump. The insulin pump was returned and replaced.